Manufacturer narrative:
An internal biomérieux investigation was performed for a customer report of false resistant oxacillin results when testing a staphylococcus aureus strain (lab ID=25976896) with the vitek® 2 ast-gp67 card. The oxacillin mic obtained was >= 4 (resistant), and the cefoxitin screen was negative with a proposed aes modification to positive. The isolate was pbp2a negative. The customer tested the isolate with microscan, and it was cefoxitin screen negative. A repeat vitek lab report and the customer's strain were not available for this investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Vitek 2 ast-gp67 lot #1320606113 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer from (B)(6) notified biomérieux of (B)(6) results when testing a staphylococcus aureus strain (lab ID=(B)(6)) with the vitek® 2 ast-gp67 test kit. The (B)(6) mic obtained was (B)(6), and the cefoxitin screen was changed from negative to positive. The isolate was pbp2a negative. The customer tested the isolate with microscan, and it was cefoxitin screen negative. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.